Event description:
The user facility reported for an automated impella controller (aic) that immediately after launching automated impella controller (aic), an abnormal noise was generated and the screen blacked out. The power could not be turned off and it was forcibly terminated. The issue occurred immediately after the startup. Since there was a case of impella standby, the event was discovered when the power was turned on. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported power on issues/blank screen issue has been completed. The product was returned (exact product return date unk), and the issue was confirmed. Data analysis: aic logs confirmed that the console was powered on reported complaint date but did not give any insight on the failure cause. Device analysis: fs japan received the console in in their lab and found a burn mark on a capacitor on 4-in-1 single board computer (sbc). Per the results of the clinical review and investigation, the root cause was determined to be due to a defective 4-in-1 assembly. This report is being filed as part of a retrospective review of historical records.